Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer went to open package during set up and realized the PICC inside was a triple lumen. It was decided to use the triple lumen on the patient. They had to use a 6 fr dilator in order to complete procedure. No harm to patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer went to open package during set up and realized the PICC inside was a triple lumen. It was decided to use the triple lumen on the patient. They had to use a 6 fr dilator in order to complete procedure. No harm to patient.